Manufacturer narrative:
(B)(4). One endobrochial tube was received for investigation. A visual inspection was performed and no anomalies were observed. Functional tests were performed, and upon removing the stylet, both cuffs were inflated and deflated without issues. All manufacturing controls were found acceptable and effective to detect the reported failure mode.

Manufacturer narrative:
Covidien reference: (B)(4). One cuffed tracheal tube was received for investigation. A visual inspection found no anomalies. Functional testing was performed and the device was found to be functioning as intended. The customer reported malfunction was not verified.

Event description:
It was reported that, during prior to use testing, a nurse observed an incomplete deflation of the tracheal tube cuff. There was no patient involvement.